Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error the customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error during rewind. Customer also reported a motor position encoder error was found in the insulin pump alarm history. No troubleshooting was performed. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Unable to verify the motor position encoder error alarm due to motor error alarm.